Event description:
A medtronic rep reported an alleged inaccuracy during a t11-t12 spinal fusion using the percutaneous pin for reference frame placement. Navigation was reported to be inaccurate by 5mm laterally after the surgeon had performed decompression of the vertebrae. The surgeon elected to discontinue use of navigation and the surgery was completed with no impact to the pt outcome.

Manufacturer narrative:
System logs and files have been received for eval. An in service was performed with the surgeon to discuss proper percutaneous pin placement for future surgeries.